Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by vomiting and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient had one catheter removed because of peritonitis and a second catheter was removed because it was not positioned properly. On an unreported date in the next month, the patient started treatment with unspecified antibiotics intravenously (IV) for bacterial peritonitis. The patient was discharged from the hospital after 5 days and dianeal therapies were discontinued. The patient recovered from the peritonitis. No additional information is available.